Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell cycle of automated peritoneal dialysis therapy. Reportedly, baxter's technical service center assisted the home patient in ending therapy early. The home patient completed therapy by starting a new therapy session with the same supplies. No patient injury or medical intervention was associated with this incident per the home patient.